Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3778-75, serial# v675792010, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer was having pain in the middle of her back. A surgeon performed an exploratory procedure on (B)(6) 2016 and found that the anchors had become unsutured, broke away from the tissue that they were sutured to causing pain for the consumer. No trauma or falls reported and no unrelated medical procedures. A lead revision was done and the consumer recovered completely. Indication for use included spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.